Manufacturer narrative:
P-cap / reservoir locks properly into place. Device power up properly after battery installation. Device passed displacement test, rewind test, prime/seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected alarms noted during testing. Power connector plug in and locked in place properly. Adjusted the brightness option to 5 and display adjusts accordingly. No back light anomaly noted. No battery or power anomalies noted during testing. Device received with cracked keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the background of the screen went light that making difficult to read screen, retainer ring cracked and missing pieces, had to change battery in less than 7 days, insulin pump had rejected new room temperature batteries, unexplained no delivery more than 2 times in last 30 days and ok button had crack through it. Customer declined to troubleshoot. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.